Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231670e0, model: sc-23160e, serial: (B)(6), batch: 7082572.

Event description:
It was reported that the patient was experiencing extreme pain a day after the trial lead was implanted. The physician noted that it was normal procedural pain and that it was also related to the bandage and trial kit. The physician opted to remove the leads and the patients pain was immediately resolved. The trial leads were discarded by the medical facility.